Manufacturer narrative:
The provided calibration and qc data were acceptable. A general reagent issue was excluded. Due to the limited information, a clear root cause could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is ((B)(4). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 601 module. The initial result was 19.12 miu/ml. The result was questioned because it did not match the patient's clinical diagnosis. The sample was repeated. The repeated result was 0.501 miu/ml. The sample was repeated on another analyzer and the result was 0.145miu/ml. This result was reported outside the laboratory and was considered to be correct.